Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing or possible cross talk resulting in inappropriate shocks. It was also reported that there was possible loss of capture on this defibrillation lead. A lead dislodgement was suspected.